Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The service engineer (se) reported that the device had touchscreen issues. There was no patient involvement when the issue occurred. No patient or user harm reported. The se reported that there were scratch(s) such as hollowed out on the touch screen. The se replaced touchscreen to resolve the issue. The device was returned to service.

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen revealed no evidence of damage or contamination. During testing, the resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failure was not duplicated. There was no fault found on the returned touchscreen assembly.